Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pelvic floor reconstruction on (B)(6) 2018 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. A labeled winding former with a re-parked needle/suture piece was returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks were observed on the body needle appears to be by use of a surgical instrument. The suture piece present body fluids along of strand, also the end of suture present elongation and damaged (cut) appears to be by use of a surgical instrument were observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.